Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) has exhibited multiple isolated peaks of elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms) from the right ventricular (rv) lead. Additionally, there was a stored signal artifact monitoring (sam) event due to oversensed minute ventilation (mv) noise. The patient was evaluated in-clinic, where the pacing impedance measurements were within range, but there was increased rv lead capture threshold had increased. Provocative maneuvers were performed, and no noise was reproducible. Boston scientific technical services (ts) was contacted for a data review, and it was confirmed that the isolated impedance spikes were non-physiological in origin and likely indicative of a lead fracture. Additionally, the rv shock impedance measurements also showed multiple isolated impedance spikes to out-of-range values. Ts provided additional options for assessing the lead integrity in-clinic and recommended close monitoring in the meantime. Recently, the patient was evaluated in-clinic with the recommended provocative maneuvers, and no abnormalities were seen. The physician initially continued with remote monitoring, but another spike in the shock impedance was observed. Ts was contacted again, and strongly recommended a lead revision procedure to ensure adequate therapy delivery. At this time, the ICD and rv lead remain implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This report is being sent to provide new information in sections b5 (event description), h6 (evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) has exhibited multiple isolated peaks of elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms) from the right ventricular (rv) lead. Additionally, there was a stored signal artifact monitoring (sam) event due to oversensed minute ventilation (mv) noise. The patient was evaluated in-clinic, where the pacing impedance measurements were within range, but there was increased rv lead capture threshold had increased. Provocative maneuvers were performed, and no noise was reproducible. Boston scientific technical services (ts) was contacted for a data review, and it was confirmed that the isolated impedance spikes were non-physiological in origin and likely indicative of a lead fracture. Additionally, the rv shock impedance measurements also showed multiple isolated impedance spikes to out-of-range values. Ts provided additional options for assessing the lead integrity in-clinic and recommended close monitoring in the meantime. At this time, the ICD and rv lead remain implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the b5 field for more information regarding the specific circumstances of this event. This report is being sent to provide corrected information in section h11 (additional MFR narrative).

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) has exhibited multiple isolated peaks of elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms) from the right ventricular (rv) lead. Additionally, there was a stored signal artifact monitoring (sam) event due to oversensed minute ventilation (mv) noise. The patient was evaluated in-clinic, where the pacing impedance measurements were within range, but there was increased rv lead capture threshold had increased. Provocative maneuvers were performed, and no noise was reproducible. Boston scientific technical services (ts) was contacted for a data review, and it was confirmed that the isolated impedance spikes were non-physiological in origin and likely indicative of a lead fracture. Additionally, the rv shock impedance measurements also showed multiple isolated impedance spikes to out-of-range values. Ts provided additional options for assessing the lead integrity in-clinic, and recommended close monitoring in the meantime. Recently, the patient was evaluated in-clinic with the recommended provocative maneuvers, and no abnormalities were seen. The physician initially continued with remote monitoring, but another spike in the shock impedance was observed. Ts was contacted again, and strongly recommended a lead revision procedure to ensure adequate therapy delivery. At this time, the ICD and rv lead remain implanted and in-service. No adverse patient effects were reported.